Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is 3289183, is 20g and product code is 383894, produced on 2023/11, with a total of (B)(4) in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2.the customer returned a sample. The product had been used and the safety device had been separated, as shown in attached photos 1-2. Observed the catheter adapter of the product under microscope, and no damage was found, but uv adhesive was found on the surface of the catheter adapter, as shown in attached photo 3. Observed the tip shield of the product, and no damage was found, but there was also uv adhesive. The inside of the tip shield was white, which was a surface phenomenon caused by the forced separation of the catheter adapter and the tip shield, as shown in attached photos 4-6. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: (1) according to the analysis of the samples returned by the customer, no damage was found on the surface of the catheter adapter and the tip shield, but uv adhesive was found on the surface, and the inside of the tip shield was white, which was the surface phenomenon caused by the forced separation of the catheter adapter and the tip shield; therefore, it was confirmed that the direct cause of the complaint was that adhesive flowed into the product, causing the catheter adapter and the tip shield to stick together, resulting in the inability to separate the safety device; (2) after checking the production records, found that the product was made on semi-automatic line, and the extension tube was adhesived manually. The investigation found that if the operator dipped more uv adhesive on the extension tube, the adhesive may drip into the connection between the catheter adapter and the tip shield. Corrective measures: trainning the operators to dip adhesive according to the operating instructions when bonding the extension tube, and not to exceed the amount, and train the full inspection operators to conduct 100% rotation inspection on the product to confirm that the catheter adapter and the tip shield are properly matched. In summary, the complaint was caused by excessive adhesive dripping into the connection between the catheter adapter and the tip shield when the extension tube was adhesived, causing the catheter adapter and the tip shield to stick together, making the safety device unable to be separated. This type of defect complaint is discovered for the first time. The factory will continue to pay attention to and monitor the trend of this defect complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus safety mechanism will not disengage from catheter / stuck at hub during puncture, the safety device cannot be pulled out, and the defective product can be returned. Claims are required, a complaint reply letter is required, and a complaint receipt letter is required.